Event description:
Additional information received from the consumer reported the shocking sensation issue occurred in (B)(6) 2015. It felt like a shock from the device in the top-middle of his back. The first time this issue occurred was about a month after surgery and it happened periodically. The patient did not know what circumstances led to the event. The patient was being treated for spasms and they were trying botox injections now. This issue was not resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the patient was receiving intermittent strong shocks in his back and upper body from the pain stimulator. The shocks occurred no matter what the programmer was set at. It was noted the shocks did not occur if he was it a certain position. When the patient was near electrical outlets or panels, the patient also had weird sensations. The shocks had been occurring for several months. A loss of stimulation was noted. On 2016-02-15, the patient reported to the rep there were jolting sensations and loss of stimulation dependent on head position. There were higher than usual power requirements noted as well. On 2016-02-17, the patient reported a complete loss of stimulation. It was unknown what led to the event. No diagnostics or troubleshooting had been performed. The rep was meeting with the patient on (B)(6) 2016. At the time of the report, the issue was not resolved. No surgical intervention occurred and it was unknown if surgical intervention was planned. Relevant medical history included spinal pain, reflex sympathetic dystrophy syndrome, and causalgia complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# va0hxx1, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-05-27 by the patient stating that the shocks they felt in their back were like 110 v. It was reported that the manufacturer representative found a broken lead so the lead was turned off in (B)(6) 2016. The patient was then reprogrammed. Follow-up was done with the representives in that area on (B)(6) 2016.